Manufacturer narrative:
The device was returned to olympus for device evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause of the issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during inspection the subject device had an occasional black screen, image dark. No patient involvement.